Manufacturer narrative:
Upon review it was determined that the fluid leak event has been deemed as a non-reportable event. As such, MFR report number 1713747-2017-00212 will be retracted as a non-reportable event.

Event description:
Upon review it was determined that the fluid leak event has been deemed as a non-reportable event. As such, MFR report number 1713747-2017-00212 will be retracted as a non-reportable event.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) patient stated while performing a manual peritoneal dialysis exchange the patient noticed fluid leaking from the body of the bag. The patient stated he had added heparin to the bag. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient experienced no adverse event as a result of the fluid leak he encountered during a manual exchange. Per pdrn the patient discarded the solution bag.